Event description:
The account alleged the bed exit alarm is not sending a nurse call to the nurses' station. No injury reported.

Manufacturer narrative:
The account investigated and found no issue with the nurse call. The nurse call and bed exit functioned as designed.